Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope had the error 228 (communication error). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this report was found to be a duplicate of an event already reported in 9610773-2024-32762 (a1-patient identifier (B)(6) ). Refer to that report for all relevant information on the event.

Event description:
No new information reported by the customer.

Manufacturer narrative:
This report is being supplemental to provide corrective information to previously submitted report which states "this report was found to be a duplicate of an event already reported in 9610773-2024-32762 (a1-patient identifier (B)(6)." But it not a duplicate report. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, d8, d9, h2, h3, h4, h6 corrected fields: h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken and therefore the image was not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information reported by the customer.